Event description:
It was reported that tandem mobi pump generated cartridge alarms during cartridge loading, including confirmed cartridge alarm 30, with alarms occurring on consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return problematic pump to tandem within 10 days using provided shipping materials, and was informed they would need to program pump settings and reconnect continuous glucose monitor to replacement pump, while technical support confirmed warranty status, verified shipping details, and arranged shipment of replacement pump.